Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2005 and on (B)(6) 2009 and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events for the same pt involving two separate products; associated MDR #1225714-2014-00028, 1225714-2014-00029, and 1225714-2014-00030.